Event description:
Customer reported a button error alarm on the insulin pump that she was not able to clear. The blood glucose reading was 339 mg/dl. Customer treated for this high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.